Event description:
It was reported that the device and leads were removed due to infection. Bacteremia with coagulase negative staff was noted. The leads were explanted. A temporary pacing wire was placed and the device was being used as a temporary pacer via the internal jugular (ij). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was observed on the distal electrode. (B)(4).